Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that is his dying from cancer. Patient also alleged that he swallowed particles that came into the hose and that there are particles in the airway from the device. Medical intervention was not specified. The patient reported using an ozone based disinfection device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 06 13, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging odor and particles in the air tube. Patient alleges cancer, myocardial infarction, pulmonary hypertension, atrial or ventricular arrythmia, ptsd, depression, and malignant hypertension. Patient states the using of an ozone cleaner on device. Manufacturer initiated therapy with the device and verified airflow, using the philips investigation lab supplied power supply and ac power cord. Manufacturer observed dirt-like material on top enclosure, black fiber (inconsistent with degraded sound abatement foam) in the bottom enclosure, dust-like contamination at the air inlet of the blower box, dust-like contamination on the blower motor. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Unable to address the patient's symptoms.